Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the ECG leads were not populating for the bsm-1733a. There was visibility to one lead on the g9 monitor, but waveforms were not displayed at the cns while monitoring a patient. They received a "cannot analyze & learn" error message at the cns. They tried swapping the leads and cables, but the issue persisted. They swapped out the bsm-1733a and the ECG waveforms were displayed on the g9 and cns. The issue followed the bsm-1733a. No patient harm was reported. Investigation summary: the complaint device was returned to nk for evaluation and exchange. During the evaluation, visible damage and scratches were observed on the touchscreen and across multiple areas of the unit. During more than 24 hours of testing, the reported issue of ECG waveforms not populating, could not be duplicated. All major functions, including nibp, spo2, ECG, and multi-socket ports were tested and found to be operating normally. As such, no root cause could be determined. Nk will continue to monitor and trend. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the bsm: g9 monitor: model #: cu-192ra, serial #: (B)(6), device manufacturer data: 09/22/2021, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na. Additional information: b4 date of this report, d9 device available for evaluation? D10 concomitant medical device, g3 date received by manufacturer, g6 type of report, h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes, h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the ECG leads were not populating for the (B)(6). There was visibility to one lead on the g9 monitor, but waveforms were not displayed at the cns while monitoring a patient. They received a "cannot analyze & learn" error message at the cns. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the ECG leads were not populating for the bsm-1733a. There was visibility to one lead on the g9 monitor, but waveforms were not displayed at the cns while monitoring a patient. They received a "cannot analyze & learn" error message at the cns. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the ECG leads were not populating for the bsm-1733a. There was visibility to one lead on the g9 monitor, but waveforms were not displayed at the cns while monitoring a patient. They received a "cannot analyze & learn" error message at the cns. They tried swapping the leads and cables, but the issue persisted. They swapped out the bsm-1733a and the ECG waveforms were displayed on the g9 and cns. The issue followed the bsm-1733a. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the bsm: g9 monitor: model#: cu-192ra, serial#: (B)(6), device manufacturer data: 09/22/2021, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na.